Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified radioisotope. On unspecified date, the secure lock male adapter of the tubing set was connected to the pt's IV access site. It was reported the removable clave post was not tightened prior to clinical use. The customer contact reported that after the delivery of the radioisotope was started, the removable clave port disconnected from the tubing set. An unspecified volume of solution leaked and came in contact with the radiologist's gown. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the procedure was resumed. There were no reported adverse effects to the radiologist. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Representative devices from the same lot were received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.